Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd angiocath catheter backs out of vein. The following information was provided by the initial reporter: since we have switch ref number in this product, we have had to change +++ artlines (ivs in the artery) in the same patient. Typically, one artline would last a patient a stay in ICU. In the last month, we have been changing most of them daily. Very flimsy, as they fall out with barely any movement. We have not had this issue in the past. Great patient risk as multiple punctures are required, which are potential infection issues, bruising. Patient injury: no got a response from the customer on (B)(6) 2024 please clarify, is the catheter falling out while taped in place? This is correct. Taped and secured. Is this what is being referred to indicating that the a-line being replaced? Correct.

Manufacturer narrative:
A device history record review was completed for provided material number 381134 and lot number 3201474. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, nine (9) unused samples were returned for evaluation by our quality team. Seven (7) samples belonged to lot 3201474 and two (2) samples belonged to lot 3058122. The blister packages were all intact/closed. Through inspection of the samples, no damages were observed with the catheter or any other component that could have resulted in the reported issue. Based on the provided feedback and images, it is understood that the customer is comparing the angiocath 20g x 1.16in product with the insyte 20g x 1.16in product; however, no damages were observed to determine a cause for this report. A probable cause may be related to the customer's perception when using a product with different characteristics; however, no quality defects have been identified. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.